Event description:
A male admitted 2009, with diagnosis pneumonia & emphysema. Pt receiving nebulizer respiratory treatments & IV fluids. The following day, approx 6 am, respiratory therapy administered nebulizer treatment. Respiratory therapist heard a loud pop & returned to the bedside to discover the nebulizer tubing attached to the IV tubing. Nebulizer treatment stopped and nursing staff immediately notified. Pt stated he also heard the pop and found a tubing disconnected and lying beside him, the reported he tought it was his IV and tried to reconnect. When found the pt had successfully attached the nebulizer tubing to the IV tubing port & air was noted in the line. Nurse discontinued IV infusion & removed IV cath. IV cath intact and no tissue damage identified. No harm noted to the pt. During the event investigation, it was discovered that all oxygen tubings are easily attached to the IV ports and allow oxygen to flow. The MFR was notified of the event and the easy ability to misconnect the two tubings.